Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no reported adverse impact on customer's blood glucose level. The customer was advised to use an alternate insulin delivery method to ensure continuous therapy and to return the defective pump to tandem.